Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted in 2017. In 2018, the reservoir was repositioned. In (B)(6) 2020, the patient underwent an exploratory surgery to eliminate a kink in the tubing; however the procedure did not resolve the issue. The device still had inflation issues. On (B)(6) 2021, the patient underwent a procedure to remove and replace his device. There were no patient complications related to this device.